Event description:
It was reported that a continu-flo solution sets tubing separated from the male luer. This malfunction occurred during priming. The solution was observed to leak; however it was noted that there was no exposure to the patient or the nurses. There was no patient injury, medical intervention or adverse event associated with this event. The infusion was completed on a set with a different lot number without further incident. Additional information was requested and is not available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). This is the same patient as (B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. A visual inspection showed that the male luer was separated from the tubing. Microscopic inspection showed that there was no visible solvent plow ridge or residue on the tubing end. The remaining solvent bonds were then pull tested with no failures noted. The reported condition was verified. The cause is unknown. A CAPA has been initiated to investigate this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.